Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had 2 no external power and low voltage alarms on (B)(6) 2019 and (B)(6) 2019. The patient only knew about one of the alarms. During log file analysis the two no external power alarms were confirmed. The no external power alarm on (B)(6) 2019 was caused by power to the mobile power unit (mpu) being interrupted. It cannot be discerned if this was due to the power cord coming loose from the connection with the mpu, the wall, or complete loss of power from the house. The patient was unsure if the mpu power cord was loose at the time. The no external power on (B)(6) 2019 was due to simultaneous power lead disconnects while the patient was switching power sources. There was no interruption in pump support during either of the no external power events. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the log file submitted on november 6, 2019. The log file captured no external power alarm events on october 12 and 25. On october 12, the system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit at 7:13 am. There was a power exchange and the no external power alarm cleared. On october 25, the white power cable was disconnected from the 14v battery/clip at 5:19 am. The following event captured the black power cable was disconnected, which resulted in the no external power alarm. This event indicates a double power cable disconnection. The mobile power unit was not exchanged and not expected to be returned for an evaluation. To date, the mobile power unit (serial # (B)(6) ) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii lvas IFU section 7, heartmate ii patient handbook section 5, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU section 6, 8, heartmate ii patient handbook section 4, 6 contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU section 2, heartmate ii patient handbook section 2, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.